Manufacturer narrative:
.

Event description:
New information was received from the clinic stating that the lead was tested and no anomalies were observed. The clinic also stated the the implantable cardioverter defibrillator was nearing normal elective replacement indication.

Manufacturer narrative:
The reported field event of higher than expected high voltage lead impedance measurements were confirmed. The device image was reviewed and found the alert for high high voltage impedance. The impedance measurements triggered an alert and the patient notifier. However, the impedance was stable and remained below the upper limit of 200 ohms. The device was tested on the bench, and no anomalies were found. The reported field event could not be reproduced. The high high voltage impedance measurements experienced in the field were caused by external (non-device related) factors.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that on (B)(6) 2020, the device was explanted and replaced successfully. The device association with the high high voltage impedance anomaly was not verified. The patient tolerated the procedure well and was in stable condition throughout and after the procedure.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for the first time in several years. The implantable cardioverter defibrillator was interrogated and found to exhibit high out of range high voltage impedance on the right ventricular lead to device can and superior vena cava coil to device can channels over the past year. Upon reviewing the electrogram trends, it was observed that the high voltage impedance had been relatively stable and within range. It was unlikely that the cause of the high impedance was due to a lead fracture. Instead, it was suggested that the event may be cause by physiological events such as a tissue encapsulation around the device. A defibrillation threshold test was recommended to rule out possible lead malfunction. No patient symptoms were reported.